Event description:
(B)(4). Initial notes: I¿m having trouble with my pump and I think I need to have it replaced. Cust sts he had gotten into bed and the clip broke causing damage to the clip rail on back of the pump. Incident date: (B)(6) 2021 bg unk inquired what led up to the complaint. Customer response: noticed damage this morning bumped/dropped/cosmetic damage t/s per dop114-980. Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has neither been bumped nor dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. Type of damage is: clip rail broke. Damage occurred: got into bed then clip somehow broke causing damage. Location of the damage is: on back of pump . Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: no did damage occur while using a silicone case: no adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: pump will be replaced additional notes: cust using pump sn (B)(4) adv sending the same model and color adv this pump will have factory settings so the replacement pump will need to be programmed adv cust of the additional resources we have available at our medtronic diabetes website. Adv sending the necessary packaging to return the original pump back to medtronic and will have 5 days to do that. Replacement order details: processed replacement pump order with apple express and they are showing eta for saturday (B)(6) 2021 at 10:47am local time went back and gave cust the courier service name, order number, the eta and the cust service number adv if there are any changes to the eta then the courier or medtronic call him with the updates. No further assistance needed and cust understood the replacement process/policy ship: 1 670g pump and all necessary items /return: 1 mmt-1782k. Country: (B)(4).

Manufacturer narrative:
(B)(4). S/w version: 4.11j. Retainer ring = black. On (B)(6) 2021 customer alleged pump has cosmetic damage (damaged belt clip rails). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: broken belt clip rails, cracked case above arrow and battery icon, pillowing keypad overlay, keypad overlay, keypad overlay texture damage, cracked keypad overlay, and cracked case on battery tube. In summary, customer allegation for cosmetic damage (damaged belt clip rails) was confirmed during visual inspection where broken belt clip rails was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.